Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The monthly current trend was normal, and voltage was in normal range of operation. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and device was able to be interrogated through rf and inductive telemetry. Longevity assessment was performed, and device was found to have appropriate remaining longevity.

Manufacturer narrative:
Event date is estimated to be in (B)(6) 2021.

Event description:
During follow-up, interrogation of the device took longer to be performed and intermittently was unable to be interrogated. The event was resolved by explanting and replacing the device. The patient was in stable condition.